Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. Unit received stuck in motor error during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Insulin pump received with cracked reservoir tube lip and cracked case at display window corners.

Event description:
The customer reported that they received motor error alarms during priming on two different insulin pumps. The customer was able to complete the rewind sequence. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.